Event description:
It was reported that during aveir atrial leadless pacemaker (alp) implant procedure, the alp failed to capture. Upon repositioning, it was observed that the helix of the alp became stretched. The procedure was completed on (B)(6) 2026 with only the ventricular lp implanted. There were no patient consequences.